Manufacturer narrative:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device was disabled. Available details indicate that the customer resolved the issue by performing internal maintenance without any intervention from philips. No further information has been provided. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer performed internal maintenance and the device was returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart xl+ defibrillator was disabled. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.